Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was not specified. It was reported that the patient's pain pump quit working. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was explanted (B)(6) 2017. Further information was not provided. No further complications were reported or anticipated.

Manufacturer narrative:
The previously applied codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the reason for explant and cause of the pump not working, it was clarified that the patient had underwent extensive back surgery and the catheter and pump were sacrificed as a result. The devices were explanted on (B)(6) 2017.